Event description:
Treatment of an aneurysm in the cavernous segment of the right ica (internal carotid artery). The pipeline embolization procedure took place (B)(6) 2013. On (B)(6) 2013, around 30 days post procedure, the patient suffered a seizure episode and underwent seizure work-up including an MRI. MRI showed multiple cortical lesions grouped in clusters with peri-lesional edemas in the right cerebral hemisphere. No mass effect on the medial structures was noted suggesting that these lesions were granulomas. A work-up to rule out infection was done and came back negative. The patient clinical status improved rapidly on anti-convulsant medication levetiracetam.

Manufacturer narrative:
Received additional information on 10dec13 stating that the patient is clinically intact and will be coming back for follow-ups at (B)(4). The patient received steroids and improved slowly.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Reference cer (B)(4) follow-up 2.